Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). During previous service, the batteries were replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "would turn itself off when unplugged for less than 5 minutes" was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by depleted main batteries. The main batteries were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that would turn itself off when unplugged for less than 5 minutes. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. This event may have caused the device to interrupt delivery. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.